Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Following the malfunction, the customer connected the defective pump to another s5 system and the device performed according to specification. The e/p pack of the complained sorin s5 system has been requested for return to sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the s5 roller pump being used as the arterial pump became black and the pump stopped during a procedure. The perfusionist switched the pump off and back on, at which point all other pumps and the control/displays on the sorin s5 system went dark. The complete s5 system was restarted and all devices resumed normal operation except for the arterial pump that first experienced the issue. The perfusionist used the handcrank until the pump could be replaced, at which point the procedure continued without further issue. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump 150. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova investigated the returned device and the reported issue could not be reproduced, a root cause was not determined. The functional check showed no problems with the voltages of the e/p-pack. During the visual inspection, no deviations in the e/p-pack were identified, all connectors were ok. Can-communication has been tested, no deviations found. Functional test performed, all tests were carried out without any problems. As safety measure the power supply will be replaced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.